Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation. The complaint was confirmed for bent frame. The underlying cause documented on the irs or return fields in oracle is identified as: bent left seat rail; 3 wheels.

Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: bent left seat rail; 3 wheels. Caller reported frame bent.

Event description:
Caller reported frame bent.